Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Disposed by hospital.

Event description:
It was reported that, during a primary procedure on a left foot, when inserting the screw into the pre-drilled hole, the head of the screw broke just as it was about to engage the bone. The head and body of the screw was removed. Surgery was completed with an approximate 90 minute surgical delay. No adverse consequences were reported.